Event description:
Reported alleged the customer obtained a result of 139 mg/dl on the advantage system when his hands felt clammy. Reporter stated that 30 minutes later, she had to treat the customer with orange juice when he did not feel better and a result of 39 mg/dl was obtained on the same system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.